Event description:
Patient reported right side with "silicone infiltration of the lymph nodes in both axilla" diagnosed via MRI and ultrasound. Healthcare professional additionally reported capsular contracture baker grade ii/iii, pain and discomfort. Device has been explanted.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: capsular contracture: unable to observe since it is not related to the device. Crease folding of implant: not observed. Gel bleed: unable to observe since it is not related to the device. Migration: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional additionally reported capsular contracture baker grade ii/iii, pain and discomfort. Device has been explanted.

Event description:
Patient reported, rightside with "silicone infiltration of the lymph nodes in both axilla". Diagnosed via MRI and ultrasound. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "silicone infiltration of the lymph nodes" in axilla" and "radial folds".

Manufacturer narrative:
Previous medwatch submission reported capsular contracture baker grade ii/iii. Upon receiving additional information, it was noted that it is capsular contracture grade 1. Hence unreporting the previously reported capsular contracture baker grade ii/iii.

Event description:
Patient reported right side "silicone infiltration of the lymph nodes" in axilla "likely due to longstanding porosity" and "radial folds" diagnosed via MRI and ultrasound. Later reported pain, discomfort, capsular contracture baker grade I. The device has been explanted. Previous medwatch submission reported capsular contracture baker grade ii/iii which will be unreported since it is actually capsular contracture grade 1.